Event description:
A hospital in (B)(6) reported that they found leakage around the water feedset tube, just below the spike adaptor on two mr290 autofeed humidification chambers during setup, before pt use.

Manufacturer narrative:
(B)(4). Method: lot number 100222 was for one device. One complaint device was rec'd. The second complaint device was discarded by the hospital and lot number unk. The rec'd device was visually inspected and connected to a water bag to check for leaks. Results: the visual inspection found that insufficient glue had been applied between the connection of the feedset spike and tube. The water bag test revealed water leakage at the joint of the water bag spike and feedset tube, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 100222. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a pt." As part of our ongoing improvement, additional glue is now applied to the feedset spike during production. (B)(4).